Event description:
It was reported that the patient's right ventricular lead exhibited noise. No therapy was delivered due to oversensing. The lead was explanted using laser lead extraction and replaced with a competitor product. No further information is available.